Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. The test strips, however, have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported the alleged issue began approximately 3 weeks ago prior to contacting lfs. The husband reported blood glucose readings of about "515 mg/dl" with the subject meter compared to an unspecified result on the onetouch ultra meter, performed within 30 minutes of each other. It is not known whether the patient was taking any diabetes medications or whether any action was taken regarding the patient's diabetes regimen at the time the alleged issue began. According to the husband, the patient had no energy, she developed a headache, and felt she was slow in thinking 3 weeks prior to the start of the alleged issue. The patient's husband however indicated the patient denied seeking medical treatment. At the time of troubleshooting, the cca was able to verify the patient's testing procedure was correct and that an approved sample site was used to obtain the result(s) on the subject meter; however the patient's husband was not able to specify whether the correct unit of measure was set correctly on the subject meter at the time of testing or whether the he was willing to perform a quality control solution test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.